Event description:
At 7:00 pt performed a blood glucose test on the suspect device and obtained a reading of 150mg/dl. Pt took two units of humalog based upon this reading. At 7:30pm pt felt hypoglycemic and again performed a blood glucose test on the suspect device and obtained a reading of 140mg/dl. Pt ate cookies and took 2 glucose tablets. Pt's mother later found pt passed out and called the paramedics. The paramedics arrived around 8:30-9:00pm tested pt's blood glucose with their device and the reading was 20mg/dl. Paramedics gave glucose IV and left the pt in the care of pt's sister, who is a nurse.